Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the architect stat troponin-I assay is generating higher coefficient variation percentages (cv%). The package insert claim states that the lowest architect stat troponin-I assay value exhibiting a 10% cv is 0.032 ng/ml and the customer is receiving higher cv's at 0.032 ng/ml. There was no impact to pt management reported.